Manufacturer narrative:
The customer reported false negative results for a patient sample when using architect sars-cov-2 igg, lot number 20224fn00. The same sample tested positive for anti-sars cov2 igg and negative for anti-sars cov2 igm on other platforms (roche and diasorin for igg and maglumi for igm). The patient is a 23 year old female with no symptoms and a negative result was obtained with pcr. The complaint investigation for false negative architect sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not completed as returns were not available. In-house sensitivity and specificity testing for reagent lot 20224fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 20224fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. In this case, no specific patient history was provided other than patient was asymptomatic and tested negative on pcr (test date not provided). According to the, patel r, et al, ¿report from the american society for microbiology covid-19 international summit, 23 march 2020:value of diagnostic testing for sars¿cov-2/covid-19¿, mbio 11:e00722-20, it is unknown for certain whether individuals infected with sars¿cov-2 who subsequently recover will be protected, either fully or partially, from future infection with sars¿cov-2 or how long protective immunity may last. In this case, the samples were collected from 2 of the patients 49 and 57 days after the pcr positivity. The study ¿quan-xin long et al, ¿clinical and immunological assessment of asymptomatic sars-cov-2 infections¿, nature medicine, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2¿3 months after infection. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Additionally, review of the manuscript ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿, bryan et al. 2020, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. As part of evaluating the consistency of sars-cov-2 igg lots, abbott has conducted comparison studies using a third party manufactured sample set (seracare sars-cov-2 performance panel). This provided a basis for comparison with the roche cobas anti-sars-cov-2 assay, another nucleocapsid based test capable of detecting igg (as well as potentially igm and iga). Testing was performed using five different abbott lots with comparative results showing good lot-to-lot consistency, with the abbott igg assay correctly identifying 10 of 10 positive panel members. The negative panel member tested as negative on all abbott lots. In comparison, the roche assay detected 9 of 10 positive panel members (roche testing performed by seracare). Based on the investigation architect sars-cov-2 igg reagent lot 20224fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.

Manufacturer narrative:
No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative sars-cov2 igg and false positive sars-cov2 igm result generated on the architect i1000sr processing module for one patient. The patient is a 23 year old female with no symptoms and a negative pcr. The following data was provided for a sample drawn on (B)(6) 2020. Architect igg result = 0.29 s/co (reference range: >/= 1.40 s/co is positive). Roche (electrochemiluminescence)total anti-sars cov2 result = 11.40 coi (reference range: >/= I.00 coi is positive). Diasorin (chemiluminescence) igg result = 44.50 au/ml (reference range: >/= 15 au/ml is reactive). Architect igm initial result = 0.98 s/co, repeats = 1.01 s/co and 1.03 s/co (reference range: >/= 1.00 s/co is positive). Maglumi (chemiluminescence) igm result = 0.593 au/ml (reference range: >/= 1.00 au/ml is positive). A new sample was collected on (B)(6) 2020, and testing performed with roche s-total sars-cov2 ig n antibodies (eclia) = 9.82 index (reference range >/= 1.00 index is positive). No impact to patient management was reported.